Event description:
On 4/21/94 and agin on 6/17/94 we noted that patients wearing halo (open back) experienced warm sensation or a type of electrical shock when imaging begins in the MRI unit - company representative states that this halo works with a 1.0 or less tesla MRI. Our unit is a 1.5 tesla and they further stated that this type of unit does experience problems.